Manufacturer narrative:
The astral device was returned to a resmed authorized third party service centre. Evaluation confirmed the reported unresponsive touchscreen. Review of the device data logs confirmed the reported internal battery degraded warning alarm. The internal battery and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported internal battery degraded warning alarm was due to battery controller software while unresponsive touchscreen was due to a faulty/defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.